Manufacturer narrative:
Takasumi goto, et al. Midterm outcomes of endovascular aortic repair with chimney technique for juxtarenal abdominal aortic aneurysm. Annals of vascular diseases vol. 18, supplement, pages s16-17 (2025.01). Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. A2, a3: patient's demographic information has been used as patient information. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. H6: code d12: according to gore® viabahn® endoprosthesis with heparin bioactive surface instruction for use, possible adverse events and complications that may occur with the use of this device or in any endovascular procedure and require intervention include but are not limited to: embolism. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature was reviewed: takasumi goto, et al. Midterm outcomes of endovascular aortic repair with chimney technique for juxtarenal abdominal aortic aneurysm. Annals of vascular diseases vol. 18, supplement, pages s16-17 (2025.01). The objective of this study was evaluating the mid-term outcomes of chimney evar (chevar). Between january 2022 and may 2024, evar was performed for 73 patients. Seven patients (80 ± 10 years old, 6 men) who underwent chevar for juxtarenal abdominal aortic aneurysm (jraaa), were enrolled in this study. Chevar was performed for degenerative jraaa in 5 patients, and for type ia endoleak caused by gradual sac dilatation due to type ii endoleak in two with past history of initial evar. Regarding detail of visceral branch reconstructions, 3 patients required the reconstruction of superior mesenteric artery and bilateral renal arteries (ras), and other three required 2 chimney grafts to bilateral ras, and one required only 1 chimney graft for left ra. Gore® excluder® aaa endoprosthesis and gore® viabahn® endoprosthesis with heparin bioactive surface were used as main and chimney devices in chevar, respectively, for all cases. The technical success was achieved in all cases. All the patients discharged on foot without any neurological deteriorations or acute kidney injury. Intraoperative angiography and postoperative enhanced computed tomography (CT) findings showed no type ia and ib endoleaks. Type ii endoleak was observed in 3 patients including the 2 patients who had received the chevar as reintervention. Regarding the mid-term outcomes, the gutter endoleak had not been found for past 2 years, before the time of this report. Compared with preoperatively, the serum creatinine level was not significantly increased at postoperative 1 year. The following complications were also reported after chevar: local embolism in kidney, 1 case; local embolism in pancreas, 1 case: focal dissection in external iliac artery in 1 case. Conclusions: the mid-term outcomes of chevar for jraaa are acceptable.